Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. Noise was reproduced during provocative testing. The suspected root cause of the event was fracture of the rv lead. The rv lead was capped and replaced. The patient was stable.